Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported damaged keypad which was reproduced. Evaluation attempted to perform the keypad test and found the second column of keys do not function with no output when the keys are pressed. The reported symptom was verified and found to be caused by a non-original equipment manufacturer (OEM). The non-OEM keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited."

Event description:
It was reported that a spectrum pump had a damaged keypad. There was no known patient injury or medical intervention associated with this event. No additional information is available.